Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to the us list number 062918. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar and gastro intestinal ulcer are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, a gastroscopy was performed during which a food bezoar at the end of the intestinal tube was found with ulcers at the points of contact of the intestinal tube. It was reported that the ulcers were located in the pylorus, bulb, and second part of the duodenum. The patient was prescribed 20 mg pariet three times a day for 30 days. It was reported that the placement of the intestinal tube will be done 1 month after completing the pariet treatment.